Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was no issue found with the modem. There was no physical damage or smoke odor from the modem. The casing and connectors showed no sign of arcing and verified that no electrical short existed between power and ground terminals on adapter. After twenty-four hours of elapsed time and periodic monitoring, no abnormal smell detected, and normal operational temperature maintained. The function as intended and did not exhibit smoke or sparks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius technical support to request a replacement modem liberty select 4g att modem new - kit (serial number: (B)(4)) stating that the peritoneal dialysis (pd) patient unplugged and re-plugged the modem. The pdrn stated the modem sparked. The pdrn was not able to confirm if the sparks came their wall outlet or the modem itself. A replacement modem was issued. Upon follow up, the pdrn confirmed the spark coming from the modem not the cycler. The pdrn stated that there was no physical damage observed. There were no reports of leaks from the modem. The pdrn stated that there weren¿t any pictures available. The modem was returned to the manufacturer for physical evaluation. The pdrn stated that a new modem was sent to the patient. The patient was able to complete treatment on the cycler and is continuing pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.